Event description:
A hip revision wss reported do pain. Upon opening hip joint osteolysis was present, area debrided samples sent to biomedical engineering. In situ was a accolade femoral stem, v40 lfit femoral head, tritanium cup and trident liner. Femoral head was removed and acetabular liner. Wear noted on trunion of femoral stem, inside acetabular liner. All explanted items were sent to royal perth biomedical engineering for further investigation. Lfit femoral head replaced with a delta femoral head and new acetabular liner implanted.

Manufacturer narrative:
Pt ID should read, "(B)(6)." The patient is (B)(6) centimeters in height. An event regarding allergy/reaction (alval) and wear involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for evaluation. Photos were provided and from the clinical review it is noted that the explanted liner shows some rough surface with explantation damage (extraction screw holes). Medical records received and evaluation: a review of the medical records by a clinical consultation noted the following: the right hip has on x-ray a completely dislocated cup. Such a condition causes significant overload on the remaining left hip as the right hip is completely dysfunctional for the patient. X-rays for the left hip show a normal component position, stem and cup, both well-fixed to the bone. At revision in 2015 brown serous fluid was observed, sent for analysis, but no info on results. Some clinical suspicion for ¿alval¿ but no confirmation by histology which is required for such a diagnosis. Brown fluid is a typical result of old blood. Explanted liner shows some rough surface with explantation damage (extraction screw holes). The rough surface may point to third body wear, the potential cause of which would be unclear as no cement is present in the hip, but would require mar for confirmation. All in all, the real indication for the left hip revision is not evident from the available information. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. It is noted in the clinical review that the right hip has a completely dislocated cup which would cause causes significant overload on the remaining left hip. Additional information, such as primary operative reports, patient notes, progress notes, histology reports, and return of the devices are needed to fully investigate the event.

Event description:
A hip revision wss reported do pain. Upon opening hip joint osteolysis was present, area debrided samples sent to biomedical engineering. In situ was a accolade femoral stem, v40 lfit femoral head, tritanium cup and trident liner. Femoral head was removed and acetabular liner. Wear noted on trunnion of femoral stem, inside acetabular liner. All explanted items were sent to royal perth biomedical engineering for further investigation. Lfit femoral head replaced with a delta femoral head and new acetabular liner implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.